Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. This was a challenging anatomy, anterior chicken wing with a depth around 27mm. An anterior curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed but was proximal to the ostium and it did not meet release criteria. A full recapture and a sweep was performed using tee for effusions, and no effusion was noted. The pigtail catheter was reinserted through the anterior sheath and a second 27mm device was prepped. In an attempt to gain more depth, more counter clockwise tension was applied on the sheath and entered an anterior lobe. While inserting the 27mm device, it was believed that some of the counter clockwise tension was released and slipped into a different lobe. Upon deploying the 27mm device, it was noted that the feet appeared pinched and then reopened. While assessing the device and going through release criteria, the pressure dropped and an effusion was noted in the anterior lobe of the laa. A pericardial tap was performed and the patient was stable. The device did not meet release criteria so it was fully recaptured. The effusion was obvious and surgical intervention was required. The surgeon opened up the chest, controlled the effusion and clipped the appendage. The patient was stable and in recovery doing well.